Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted a corroded drain fitting, cracked tank cover, and a physically damaged printed circuit board (pcb). When the device was plugged in, there was no power to the device. Removed front cover and found the damaged pcb. Removed damaged pcb and installed known good pcb and immediately got power. The complaint was confirmed. Root cause was attributed to impact to the front of the device. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the unit had no power. No patient involvement or harm reported.

Manufacturer narrative:
Date of event, no information has been provided to date. UDI number unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.